Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID: (B)(6), height: 165cm. Bmi: (B)(6). Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a short trochanteric nail fixation procedure, the surgeon was drilling to place a distal locking screw and the guide missed the locking hole in the nail. The screw was inserted and an intraoperative radiograph was performed; it was determined that the screw missed the nail. The screw was then extracted and the process was repeated and the screw missed the nail again. The guide missing the locking hole in the nail had now occurred twice during the procedure. Due to this incident there was a five minute surgical delay. The surgeon then removed the aiming guide and drilled free hand for the distal locking screw. The surgery was completed successfully. This report is 2 of 5 for (B)(4).